Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's defib cable receptacle was removed and returned. The device's defib cable receptacle was put through testing with a known good device without duplicating the reported malfunction. The device's defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.